Event description:
It was reported the right ventricular (rv) lead had a ventricular capture management warning and that the threshold was above 2.5 volts. Also the bipolar impedance was greater than 2000 ohms with a manual capture threshold of 3 volts at 1.0 millisecond. There was a potential lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.